Manufacturer narrative:
The customer contacted a siemens customer care center. The customer indicated that they replaced sensor x-tube and super-conditioned the instrument for 30 minutes. Then, the customer ran dilcheck and these activities corrected the bias. Quality control recovered within range after the customer performed the troubleshooting activities described above. Siemens dispatched a siemens customer service engineer (cse) to the customer's site. The cse inspected the integrated multisensor technology (imt) system and did not find salt build-up, kinks, or blocked tubing. The pump rate was verified as being steady. The waste tubing was clear with no signs of any obstructions. The cse proactively trimmed the waste tubing at the waste bottle. Then, patient pool samples were run 5 times each on this instrument and another instrument in the laboratory, with acceptable precision on both instruments. Two levels of quality control were also run 5 times each on both instruments and all quality control results were acceptable. The cause of the falsely depressed na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on three patient samples from a dimension exl with lm instrument. The initial results were not reported to the physician(s). As per the laboratory director's directive, the samples were repeated on an alternate dimension exl with lm instrument. The repeat results were considered the correct results and were comparable with the patients' history. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na patient results.